Event description:
Customer alleged discrepant blood glucose results of 206 mg/dl and 100 mg/dl when testing was performed within 4 minutes on the advantage system. Customer did not report symptoms, treatment, or action based on the results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.